Event description:
It was reported that the patient presented to the emergency room due to permanent ventricular tachycardia (vt). It was determined that the device had suffered a power on reset (por). The device was reprogrammed and currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The device had a power on reset on (B)(6) 2016. The device had a firmware initiated no reason code power on reset. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.